Event description:
It was reported that a user experienced intermittent loss of dexcom g7 glucose readings on the ilet while the sensor remained connected to the dexcom mobile application, and the ilet displayed a prompt to connect the cgm; the user rebooted the ilet and readings resumed a few minutes later, with no further assistance required. Symptoms included no clinical symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed a transient communication issue limited to the ilet interface that resolved after device restart, consistent with temporary connectivity disruption without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or software-related connection interruption.